Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements with noise and inappropriate shock therapy. Ineffective shocks were also noted. X-ray confirmed a defect of the lead's shock coil. Lead replacement was recommended. The patient was also scheduled for check-up. Attempts to obtain additional information were unsuccessful. The competitor¿s device was reprogrammed and this rv lead remains in service. No adverse patient effects were reported.